Event description:
It was reported that device got stuck on the wire. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 1.75 peripheral rotalink plus and a rotawire was selected for use. The vessel was pre-dilated first with a 2.5mm x 220mm coyote balloon. During the procedure, it was noted that a 1.75mm peripheral rotalink plus was spinning when it got stuck on the rotawire. Difficulty in advancing the catheter was encountered as it was stuck to the wire, so the rotalink burr was removed together with the rotawire with no difficulties. The procedure was completed with a different device. No complications reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was removed with little restriction due to wire kinks. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically exanimated. The coil is stretched.

Event description:
It was reported that device got stuck on the wire. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 1.75 peripheral rotalink plus and a rotawire was selected for use. The vessel was pre-dilated first with a 2.5mm x 220mm coyote balloon. During the procedure, it was noted that a 1.75mm peripheral rotalink plus was spinning when it got stuck on the rotawire. Difficulty in advancing the catheter was encountered as it was stuck to the wire, so the rotalink burr was removed together with the rotawire with no difficulties. The procedure was completed with a different device. No complications reported and the patient was fine post procedure.